Event description:
The patient reported that when they removed the needle guard during the activation process, the cannula had already deployed before they were able to apply the pod on their skin. The pod was not worn. No patient consequences were reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.